Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had to "wiggle" the usb cable in order for the pump to initiate charging. Customer was able to successfully charge the pump with a different usb cable. Customer's blood glucose level was not impacted.